Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) on triad configuration, and had impedance value of 85 ohms when proximal coil was pulled out from the configuration during implant procedure . Boston scientific technical services (ts) discussed possible proximal coil issue, since lead was quite old. Additional information indicated that fluoroscopy did not confirm proximal coil issue or any other anomalies of the lead. Psa measurements were within normal limits and dft was completed successfully with proximal coil taken out of programming. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.